Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose of 519 mg/dl, which was treated with manual injection. During troubleshooting air bubbles were seen in the reservoir and infusion set tubing. The customer was advised to change the infusion set. The air bubbles did not persist after the infusion set change. Assistance was provided to change the setting of the insulin pump to the required settings. Troubleshooting was performed on the insulin pump as well and all of the functional tests passed, including high pressure test. No delivery alarms were noted in the alarm history, but the customer stated that the device never alarmed. The infusion set was removed from the body and the customer stated that the cannula was not bent; the set was bent where it connects to a piece of plastic. The customer stated that before taking a shower they disconnect at the insulin pump at the quick release and air is present in the reservoir when they check after shower. Nothing further was reported.